Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 28-apr-2023. The device evaluation was completed on 10-may-2023. It was reported that a patient underwent an atrioventricular nodal re-entrant tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced a heart block av. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation (mre) was performed for the finished device 30954018l number, and no internal action related to the complaint was found during the review. Based on the mre, the d4. Expiration date and h4. Device manufacture date have been updated. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. The physician's opinion on the cause of this adverse event was that it was procedure related. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal re-entrant tachycardia (avnrt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced a heart block av. It was reported that the catheter was on the ostium (os) of the coronary sinus (cs) and slipped superiorly while ablating. The patient went into complete heart block. They stated that the patient will be evaluated to see if a permanent pacemaker is needed. The equipment worked within specifications, and they did not request evaluation on hardware. The physician¿s opinion on the cause of this adverse event was that it was procedure related. The patient spent the night in the hospital, was still in complete heart block the next morning, and was going to get a pacemaker. Outcome of the adverse event was unchanged. The biosense webster inc. (Bwi) representative is not sure if the patient required extended hospitalization because of the adverse event. Relevant tests/laboratory data-none. Other relevant history- none.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).